Manufacturer narrative:
Upon further investigation, a specific root cause could not be identified. The calibration did not indicate an issue and the quality control prior to the event was within range. Erroneous results were not reported outside the laboratory and the patient was not adversely affected by the event.

Event description:
The customer received questionable troponin t, cardiac t (tn-t) results for one patient sample. The account runs both tn-t and troponin t stat (tntstat) simultaneously on all samples with a troponin order. The customer considered the tn-t results to be discrepant. The initial tnt-t result was 0.056 ng/ml (accompanied by a data flag). The customer considered this result to be erroneous and contacted the nurse to let her know the tn-t result would be delayed. The sample was sent to another laboratory where it was tested on a cobas e411 analyzer and recovered <0.010 ng/ml. The same sample initial tntstat result was <0.010 ng/ml (accompanied by a data flag). The repeat tntstat result performed on a cobas e411 analyzer at the other laboratory recovered <0.010 ng/ml erroneous results were not reported outside the laboratory and the patient was not adversely affected by the event. The tn-t reagent lot number was 15930001. The field service representative did not determine a cause. He ran performance tests which were acceptable.